Manufacturer narrative:
This supplemental report is being submitted to correct the lot number, manufacture date and to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation confirmed the user¿s complaint. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on the investigation findings the most likely cause for the reported event can be attributed no tissue or insufficient tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the root cause of the reported event cannot be determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic endometrial ablation lesion procedure, the teflon pad from the grasping section of the device burned causing metal to be exposed. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported.